Event description:
The customer reported a speaker malfunction. No death or patient /user injury or harm was reported. The device was not used for monitoring at the time of the alleged malfunction.

Manufacturer narrative:
Updated.